Event description:
Ventilator dependent alert pt with history of gun shot wound in 1967. Could talk and verbalize needs in writing. Found at approx 2:40pm without vital signs. Inner cannula disconnected-no ventilator alarms. People in close proximity to room. No alarms sounded for 30 minutes or more.